Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that on the day the immediate implant was placed in ada site 7 in the mouth, primary stability was not achieved. Clinician reports an infection, bleeding and poor bone quantity. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that on the day the immediate implant was placed in (B)(6) site 7 in the mouth, primary stability was not achieved. Clinician reports an infection, bleeding and poor bone quantity. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4)